Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a reported fingerstick glucose of 516 mg/dl followed by improvement to 310 mg/dl later the same day, with troubleshooting and education completed. Symptoms included feeling weak and irritable. Outcomes included no hospitalization and the user expressing confidence that glucose would continue to improve. Investigation included review of the event details and user-reported glucose values. Investigation of this case revealed no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.